Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the lower area of the bag. The leak was discovered at the pharmacy during post filling inspection. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual and functional test identified the reported condition as a very large leak spraying liquid on back side of the spike port. The leak location and magnitude would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified damage and tearing caused by impact to the bag such as dropping the bag or dragging it against a rough surface. The manual add port had been used, as evidenced by cannula insertion. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.